Manufacturer narrative:
It was performed the DHR, maintenance record analysis, was found one quality notification for this batch. Pictures were sent by the customer and it was possible to perform an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. Pictures related with the occurrence were received. The analysis confirmed the failure mode according records of manufacture as well. The root cause for this failure mode occurred due to molding process failure, the hub parts with deviation was manufactured and sent to needle assembly process.

Event description:
It was reported with the use of the bd precisionglide syringe needles there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide® syringe needles there was an issue with leakage. There was no report of injury or medical intervention.